Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. The kit lot number was requested but not provided; therefore, a batch record review could not be conducted. The kit lot number was requested but not provided; therefore, the kit lot trend review could not be conducted. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a tubing leak that occurred during a treatment procedure. The customer stated that the leak was observed between the tubing and its needle - free port. The customer did not state which line the leak occurred in. The customer reported that they considered that there was no risk to the patient due to the leak so they completed the treatment procedure. The kit was not returned for investigation.